Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Product returned without any information. One used, broken smartsite valve attached to an IV set was received. No additional patient or event information provided.

Manufacturer narrative:
The customer¿s report of broken smartsite was confirmed. Visual inspection of the set noted that the clear luer lock body that is welded to the female luer adapter was broken/cracked with the broken piece of the clear body still remaining within the fla. A whitish area on one side of the damaged clear body, indicative of stress, was observed at the break point of the damaged clear body. No additional stress markings were observed on the rest of the valve component. Functional testing was not performed due to the obvious damage. The root cause of the observed damage to smartsite component was identified to be lateral force exerted during disconnection of the smartsite valve from a mating component.